Event description:
It was reported that the device was used during a low anterior resection. It was difficult to remove the device after firing. Upon removal, it was noted that the anastomosis was completely open. There were no staples in the staple line. The surgeon could not hand suture the anastomosis so a colostomy was performed.